Event description:
It was reported that pump experienced malfunction alarm with displayed code and no specific triggering event was identified, and customer¿s blood glucose reading showed as high without an exact value but no additional information was provided regarding symptoms or medical evaluation. Customer delivered correction bolus using pump, did not need help from third party, and worked with technical support to reset pump malfunction, after which issue did not recur, and customer was advised to continue using pump and to call back if malfunction appeared again.